Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in ada site 15, the implant lost osseointegration. Clinician reports bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in ada site 15, the implant lost oseointegration. Clinician reports bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported complications.